Event description:
A healthcare facility in austria reported that the connector of the expiratory tubing of a 950a81 adult ventilator dual heated circuit kit was cracked during use on a patient. There were no patient consequences.

Manufacturer narrative:
(B)(4). The 950a81 adult ventilator dual heated circuit kit is not sold in the united states of america (USA) but it is similar to the product 950a81j which is sold in the USA. The 510(k) for that product is k220703. We have received the complaint device and in the process of completing the investigation. We will provide a follow up report upon the completion of our investigation.

Manufacturer narrative:
(B)(4). Corrections: section d1: brand name updated to fisher & paykel healthcare. Section d2a: common device name updated to breathing circuit. Section d2b: product code updated to btt. Section d4: lot number and UDI details were not provided by the healthcare facility. Section g4: PMA/510(k) number updated. Method: the complaint 950a81 adult ventilator dual heated circuit kit was returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected, and examined using fourier transform infrared spectroscopy (ftir) and scanning electron microscopy (sem). Results: visual inspection of the complaint device confirmed the connector of the expiratory tubing was cracked. The sem examination revealed a significant impact on the connector caused the crack. Conclusion: the cracking of the connector occurred due to mechanical impact. All 950a81 adult ventilator dual heated breathing circuits are 100% leak tested during production, and those that fail are rejected. The subject 950a81 breathing circuit would have met the required specifications at the time of production. The user instructions which accompany the 950a81 adult vented dual heated circuit kit state the following: -appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. -single use. Do not reuse this product. Reuse may result in transmission of infectious substances, interruption to treatment, serious harm, or death. -do not crush, stretch, or milk the tubing. -do not clean or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. -perform a pressure and leak test on the breathing system before connecting to a patient -check all connections are tight before use.

Event description:
A healthcare facility in austria reported that the connector of the expiratory tubing of a 950a81 adult ventilator dual heated circuit kit was cracked during use on a patient. There were no patient consequences.